Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported 2011035, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Ten retained samples of lot 2011035 were used for additional evaluation. The product was visually inspected, no defects or damage was noted, the stopper was properly assembled onto the plunger rod, and no leak occurred during functional testing. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced a loose plunger, and leakage past the plunger. The following information was provided by the initial reporter: the plunger does not fulfill its sealing role. The cytotoxic product has leaked on the work surface. Loss of product. No patient impact but risk of exposure for staff.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced a loose plunger, and leakage past the plunger. The following information was provided by the initial reporter: the plunger does not fulfill its sealing role. The cytotoxic product has leaked on the work surface. Loss of product. No patient impact but risk of exposure for staff.